Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the pen ndl 32g 4mm pro 100 box ap, the device experienced the inability/difficulty to prime for use. The following information was provided by the initial reporter. The customer stated: patient complaint that bd ultra fine pro 4mm needle the insulin not coming out when priming, patient have to change 2 or 3 insulin needle only the insulin will come out when priming. Patient not experiencing this when using bd ultra fine 4mm, patient will prefer bd ultrafine 4mm over bd ultrafine pro 4mm.